Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ h3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Customer primed the tubing to address the issue. There was no reported impact to customer¿s blood glucose level.